Manufacturer narrative:
(B)(6) 2017 - the original report date should have been (B)(6) 2016. We received the followup information on (B)(6) 2016.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to dislodgement. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.